Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. It was further reported that the rv lead had high pacing impedances and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b ipg, implanted: (B)(6) 2008.